Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. One reload was marked "sealed." This unit was loaded onto a representative pmv instrument and the unit clamped up normally. The jaw gap was slightly more open than parallel, but was still acceptable. A second unit was in an open package. This unit was loaded onto a representative pmv instrument and the unit clamped up normally. The jaw gap was similar to the previous unit. Indicated foam was incorporated within the jaws and the unit fired normally and produced good staple formation. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling of the stomach on a laparoscopic gastric bypass procedure, the jaws of the device were un able to fully close which resulted to tissue slipping out of the jaws. Another reload was used to complete the case.